Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product will be returned for evaluation and repair. A follow-up MDR will be submitted after the investigation is complete.

Event description:
The device started and stopped during use. The event occurred before surgery. There was no damage to the device. There is no patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2018, it was reported that the device was stalling. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the vdoc service portal. Product review of the electric dermatome by medicrea on october 12, 2018 revealed that the motor speed was out of specifications. The calibration was out of specifications at all settings and the control bar was not in the correct position. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by medicrea on october 31, 2018 which included replacement of the bearings, spring seal, motor, plug harness assembly, seal/strain relief, switch, and thickness control shaft. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by medicrea it was noted that the motor speed was out of specifications. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was noted that the motor speed was out of specifications. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.